Manufacturer narrative:
The device was not returned to hospira for testing and investigation. Therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel

Event description:
The customer contact reported the device will not hold a charge and turns off when unplugged. The device was returned to the biomed dept for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.